Event description:
The customer reported negatively biased quality control (qc) results for k+ on their vitros dt60 system. Negatively biased k+ results could lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found that the equipment was performing as expected. The customer cleaned the dte pipette, opened a new vial of electrolyte reference fluid and ran a fresh set of control fluids resulting in acceptable qc results. The root cause of the biased k+ qc results is unk.